Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf uni-directional navigation (stsf) catheter and suffered esophageal ulcer requiring no interventions but prolonged hospitalization. It was reported that during the ablation procedure protocol was as follows: ablation index guided was of 600, 450 in the posterior respectively. The power settings used were 45 watts at posterior wall and a max force of 20 gr. The ablation tags in carto were checked and not a single ablation turn out of the above-mentioned protocol. All ablations at right veins less than 20 seconds and below 500 ablation index. Wide area circumferential ablation was then performed near the vein¿s ostia. More than one week after the procedure, the patient came back to the hospital complaining about pain in the esophagus. An ultrasound and computed tomography (CT) scan were performed. An ulcer of about 25mm was found in the esophagus at the location where the esophagus is closest to the right superior vein of the left atrium. Bland diet and extended hospitalization were required to monitor patient¿s progress. It was confirmed that no surgical intervention was required. The patient will be monitored via ultrasound. Patient¿s outcome was not clear. At this time, her condition was reported as improved, but not fully recovered. There was still the risk of esophagus disruption. Physician's opinion regarding the cause of the adverse event is that it was procedure and patient condition related. Per the physician ¿esophageal fistula is common complication which might occur at adverse anatomical patient conditions¿. No biosense webster inc. Product malfunctions were reported. The physician cited use of procedure protocol of publication parameters in et al." M. Kottmaier et al. - safety and feasibility of ultra high power short duration ablation with 70 watts over 7 seconds in patients with paroxysmal atrial fibrillation" (clin res cardiol 107, suppl 3, october 2018) as a reference for power settings used during the procedure. The power settings referenced in the publication are not in accordance with current stsf instructions for use (IFU). For the treatment of atrial fibrillation (specifically for left atrium posterior wall ablation), the stsf instructions for use suggests starting ablation at = 25 watts. If clinically effective ablation is not achieved within 20 seconds power can be increased. However, power is not to exceed 35 watts. The suggested power settings from the IFU were not followed. Thereafter, on 8/15/2019, additional information was received stating that the physician used the stsf catheter according to the instructions for use. The carto file revealed that the ablation index on all tags were less than 500 index units, this was while using 70 watts, high-power short duration at 45 watts max. The patient had then recovered and has left the hospital.